Event description:
It was reported by the clinician that the procedure was being performed on a female patient. The catheter was being placed in the patient's right internal jugular. The physician attached the catheter to the tunneler and proceeded to tunnel the catheter through the skin. At which time, the sheath cracked and remained inside the patient. As a result, the physician had to open another kit. It was noted that this has been a reoccurring issue.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.